Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 39 mg/dl. The customer administered a correction bolus to correct a prior bg level, and administered to much insulin resulting in a low bg. The customer attempted to address their bg with consuming carbohydrates but was given intravenous fluids of saline in the ER. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally, the customer was using off label insulin.